Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two em2400 valve sets leaked lipids from ¿port 2¿. The issue was identified during unspecified process steps. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 17, 2021 - november 18, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.